Event description:
It was reported that an asymptomatic patient presented in the or for device changeout due to normal eri. Electrical function was normal. Fluoroscopy showed externalized conductors. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.